Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2021-02513. It was reported that following some patient falls, lead migration was observed. Reprogramming did not resolve the issue. As a result, surgery occurred on (B)(6) 2021 in which lead repositioning was successfully performed, resolving the issue. It is unknown which lead migrated, so both leads are being reported.